Manufacturer narrative:
Additional information: patient demographics updated. Surgical delay caused by this issue was 10 minutes. Issue occurred during thoracic fusion case.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The field service engineer installed a new ethernet bulkhead and tested the network communication with stealth and electronic picture archiving and communication systems (pacs). The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information being used during an unknown procedure. It was reported that unknown caller called to report that they were unable to connect the navigation system to the imaging system. They had tried multiple navigation systems without resolution. When moving into dicom servers and attempting to verify they were receiving a verification failed message. They rebooted both systems multiple times and tried a few different ethernet cables. In the navigation selection, they didn't see any options available. They aborted navigation and imaging. Issue occurred intra/peri-operatively with no reported impact to patient outcome.

Manufacturer narrative:
Additional information: initial reporter name and occupation provided. Device evaluation: the mobile view station (mvs) ethernet coupler was returned to the manufacturer for analysis. Analysis found that the ethernet coupler passed all testing. No problem was found. If information is provided in the future, a supplemental report will be issued.